Manufacturer narrative:
Result cause: broken weld.

Event description:
It was reported by service report that a fowler weld was broken, and the fowler could not go into CPR position, either electrically or manually. It is unk if there was pt involvement or if there were adverse consequences to report.